Event description:
It was reported that a homechoice device was experiencing volume accuracy issues. The patient reported that the machine ¿would not give initial drain volume reading.¿ the therapy was changed and the initial drain alarm set to zero. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.